Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances and no functional effect of therapy. There was no motor response under 4v. The patient felt stimulation when stimulation was higher up but there were high impedances. A surgical revision was performed. When testing directly on the lead after disconnecting the ins, perfect normal responses on all 4 electrode points at 1v. Reconnection with the old ins resulted in high impedances on 4 points. Reconnection with the new ins resulted in high impedances on 4 points. A new ins and lead were implanted and everything was normal. The issue was resolved at the time of this report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# unknown, explanted: (B)(6) 2020, product type: lead. Analysis of the ins (s/n: (B)(4)) found the setscrew was backed out too far. Analysis of the lead (s/n: unknown) found the conductor to be broken due to overstress/damage. Fdc code pertains to the ins (s/n: (B)(4)) and lead (s/n: unknown). Fdm and fdr codes pertain to the ins (s/n: (B)(4)) and lead (s/n: unknown). If information is provided in the future, a supplemental report will be issued.